Event description:
It was reported from (B)(6) that there were two electrical fault alarms with two high power alarms on the same day. The patient was on the "normal ward" in the hospital and was transferred to the intensive care unit for a driveline cleaning procedure and was prepped with intravenous access and administration of oxygen. A manufacturer's representative performed the cleaning per procedure. There was a four (4) second pump stop for inspection. The pump was stopped two (2) times for a minute for cleaning. There was no visible contamination such as greenish or grey substance, but one connection port of driveline cable showed a black surface which was able to be removed with cleaning. The controller was "ok" and was not exchanged. The procedure was tolerated very well. It was reported that there is no evidence that the tunneling procedure in the IFU was not followed. No further issues have been reported.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. (B)(4) was not returned for analysis as it remains implanted in the patient. Review of the manufacturing documentation confirmed that the device met all requirements for release. Inspection of the driveline connector revealed contamination; a driveline connector cleaning was performed in order to mitigate and remediate the conditions reported under the event. The patient has not experienced any similar events following the driveline connector cleaning procedure. The reported event was confirmed via review of the controller log files, which revealed an "electrical fault" alarm as well as a "high watt" alarm on the date of the reported event. The review of the controller log files shows that the nature of the electrical fault alarm, the high watt alarm and the proximity of the implant date were indications of contamination of the driveline connector. Review of the available information did not identify any contributing clinical factors. The most likely root cause of the electrical fault is contamination of the driveline connector. Electrical fault due to contamination is a known issue being investigated in a manufacturer's internal investigation. The instructions for use outlines required surgical steps to prevent driveline contamination during tunneling. Additionally, it warns that failure to follow instructions on protecting the driveline connector or improper use of the driveline cap could result in contamination or damage to the connector and electrical fault alarms could occur. The instructions for use and patient manual also include a reference guide for alarms including potential causes and actions to take. No additional information is expected for this event. If any additional information is received, it will be reported in a supplemental MDR report. Device not returned.